Manufacturer narrative:
Initial reporter phone #: (B)(6). Investigation summary: it was performed the DHR, quality notifications and maintenance records were checked, and no records potentially related to the failure were found. The photo provided was evaluated and it was possible to observe the presence of foreign matter inside the syringe. After the evaluation of the photo it is possible to assess that the foreign matter is potentially dirt coming from the assembly station. Thus a potential cause for the occurrence is an operational failure during the cleaning process of the assembly station, where the correct segregation of material was not performed after the activity. The production line operators will be notified about the occurrence. The incident identified from this complaint will be monitored for trend assessment. Investigation conclusion: a potential cause for the occurrence is an operational failure during the cleaning process of the assembly station, where the correct segregation of material was not performed after the activity. The production line operators will be notified about the occurrence. The incident identified from this complaint will be monitored for trend assessment.

Event description:
It was reported that the bd plastipak¿ syringe 10ml luer-lok¿ experienced foreign matter in device cannula/needle/syringe or any fluid path component. The following information was provided by the initial reporter: syringe with dirty in its inner.